Event description:
The patient received more medication than intended. The pump was programmed to deliver an unspecified concentraion of potassium chloride and the delivery was started. The therapy was to be completed in one hour. No further programming parameters were provided. Reportedly, the potassium chloride delivery completed in thirteen minutes instead of the intended duration of one hour. The pump was removed from clinical service. There were no reported adverse pateint effects. No medical interventions were required.